Event description:
On 5 occasions since rptr's pts were converted to the device, rptr has received reports of excessive fluid volume remaining in the reservoir at the end of the infusion period; indicating that the pump is not infusing the volume shown on the lcd readout. The pumps test ok in rptr's biomed dept. However, a group of pharmacists and nurses have met to investigate possible causes of the short fall, and two plausible explanations exist. Either "air-lock" in the pump chamber or failure of the pump to recognize a "no flow" or "low flow" situation caused by blockage of the spike port or the tubing when folded in the pouch. The pts are receiving dobutamine in the home setting and are in great danger if the infusion is not accurate.